Event description:
It was reported that the patient had a sling procedure performed approximately one year ago and subsequently presented with urinary retention. The patient had been experiencing the problem intermittently since the procedure. The patient has also complained of a chronic discharge. The physician performed a cystoscopy which was normal except for one area of redness which he attributed to the catheter. The urethra appeared normal. The physician operated on the patient in 2002 and found a small area of vaginal extrusion of the tape. The physician excised a small portion of the tape and closed the vaginal defect.